Event description:
It was reported that a pt underwent a skin cancer removal procedure on an unk date. At 7-10 days post-operatively, in 2009, the pt returned for suture removal with inflamed, red, and itchy skin with drainage and a culture was taken. The pt was placed on antibiotics.

Manufacturer narrative:
Date sent to the FDA: 11/06/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device lot number associated with this event is not known. The following are possible lot numbers: ak2600, bc2421, ba2102, be2751, ba2690, ba2665. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.